Event description:
It was reported the patient was experiencing more pain than usual. When the implantable neurostimulator was checked with the recharger, it showed a power on reset (por) and the stimulation was off. The ins was charged for three hours the previous day. The patient programmer also showed por. The antenna locate feature was attempted and it was in the 90's and the por did not clear. Using the patient programmer navigator key, the por was cleared. The patient checked his battery status and the patient programmer indicated he had a full ins. The issue was resolved and stimulation was on. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).